Event description:
A (B)(6) old male pt called zoll customer support to report that his monitor was emitting a loud screeching noise and would not power up with either battery. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been is ongoing. The reported problem (monitor emitting loud noise and will not power up) has been confirmed. As received, the monitor would not power on. Upon service investigation, there was a segmentation fault while performing a flash memory test. The problem has been isolated to the monitor computer / analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of investigation. No adverse event resulted from the defective ca board. The pt received a replacement monitor.